Manufacturer narrative:
Investigation results: the customer reported the bags leaked. No patient injury/harm was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. To date, samples have not been received for evaluation, however, photographs were provided via email. Examining the photographs provided confirmed the reported product issue of leak between the tubing and cross-spike connection. An investigation has been initiated to determine the root cause of this confirmed product failure as it relates to a manufacturing/production process issue. This product failure will continue to be monitored and trended.

Manufacturer narrative:
Investigation summary: the customer reported the feeding sets were leaking where the tube meets the connector. No patient injury/harm was reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and not related trends identified. A photograph was provided by the customer. Visual inspection confirmed the report for leak where the tubing and cross-spike join. Eight (8) new samples were received for evaluation. Visual inspection and functional testing found six of the eight devices detached at the tubing and cross-spike connection. An investigation has been initiated to determine the root cause of the reported detachment/leak as it related to the manufacturing process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding sets were leaking where the tube meets the connector. There was no harm to the patient.